Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are also unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Additionally, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 400 mg/dl while wearing the pod between 36 and 48 hours. Due to elevated bg levels and the fact that the pod was leaking, patient was unsure if cannula had properly inserted in the infusion site (leg). As treatment, a new pod was applied.

Manufacturer narrative:
The device was received fully deployed. Inspection of the needle mechanism and cannula assembly found no issues that would result in the cannula inserting improperly. The cause of the reported improper insertion could not be conclusively determined. No bends or kinks were observed in the soft cannula. The download data does not contain any timeouts, drive stalls or alarm. The length of soft cannula was observed to be within specification. Fluid path test was conducted. Upon manually rotating the ratchet gear, fluid was found to exit the fluid path as intended. No signs of leakage were found along the fluid path during the leak test.